Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant and device programming the doctor observed on the electrogram (ECG) an exit block along with two consecutive spikes without responses. Programming the device to a less sensitive setting was recommended. The device remains in use. No patient complications have been reported as a result of this event.